Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s brother reported via phone call that the customer was hospitalized due to high blood glucose and diabetic keto acidosis on march 3 with blood glucose of 1060 mg/dl. The customer was sent to rehabilitation center on march 27 and released to home on march 31. The customer did not feel comfortable using insulin pump. The customer was treated with insulin drip. Auto mode was inactive at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not alleged insulin pump was under delivering. The device will not be returned for analysis.